Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/19/2018, that on (B)(6) 2018, an adverse event occurred. The patient's caretaker stated patient used their emergency alert button to contact emergency medical services (ems) due to having low blood sugars and when ems arrived, they provided the patient with glucagon. It is unclear if there was an issue with the dexcom at the time of event that caused or contributed to the low blood sugars. The patient's caretaker initially called in to request for a new transmitter because the transmitter that the patient was wearing at the time of event was knocked off when the paramedics has tried to move the patient. At the time of contact, the patient was in stable condition. No additional patient or event information is available.